Event description:
It was reported that the ntlc75 was used in a whipple¿s operation. The ntlc75 was used to create the gastrojejunostomy anastomosis as part of the whipple¿s operation, this was performed using the blue selectable staple height of the ntlc75. After the operation was completed, patient was found to have post-op bleeding originating from the staple line of the gastrojejunostomy. The patient had to be sent back to the operation theater and be re-operated on to address the bleeding, less than 12 hours post-op. Patient was described to have severe blood loss amounting to approximately 2 liters of blood. Surgical intervention was done to achieve hemostasis and hemostasis was achieved. After a period of recovery, patient was sent back home. Patient was described to be mostly healthy and with no comorbidities. After a period of about 1.5 weeks, patient had returned and was presented with anastomotic leak. The location of the leak was a suture site (closure of gastrotomy and enterotomy) that had to be opened to address the bleeding in the earlier reoperation. Surgeon mentioned that the anastomotic leak occurred because the suture site had become weakened due to the earlier reoperation. Hence, patient was re-operated on to address the anastomotic leak. Patient is currently recovering in ward.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were other stapling or suturing devices used when creating the anastomosis? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. How was the post-op bleeding identified? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 02/15/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: 1. Were other stapling or suturing devices used when creating the anastomosis? Response: no other stapling devices were used when creating the anastomosis. Sutures were used to close the enterotomy and gastrotomy after the creation of the anastomosis. 2. Were there any issues experienced with the device in the initial surgical procedure? Response: no issues were experienced. 3. Was the device difficult to fire? Response: no. 4. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, can you please describe: response: no issues noted with staple formation. 5. How was the post-op bleeding identified? Response: patient had collapsed and there was a drop in patient¿s hemoglobin and blood pressure levels. Spurting was then observed coming from the staple line in the re-operation. 6. Was a transfusion required? Response: yes, 6 pints of blood were transfused prior to the reoperation. 7. How was the bleeding addressed response: bleeding was addressed via suturing the bleeding site. 8. What was the pre and postoperative anti-coagulant and pain management protocol? Response: there was no pre and postoperative anti-coagulant protocol. For pain management, hcp said the patient was admitted into ICU and likely an epidural was administered. 9. What was observed at the site of the leak upon reoperation? Response: hcp mentioned that the leak site was not attributed to the stapler but due to tissue weakening at suture site. Hcp mentioned that the tissue had weakened. 10. How was the leak addressed? Response: the leak was addressed via laparotomy surgery and a malecot catheter was placed. 11. What is the current patient status?response: patient was discharged on (B)(6) 2022 after 60 days in hospital.